Manufacturer narrative:
Received maude report (B)(4).

Event description:
It was reported that high capture thresholds and low sensing were observed. Fluoroscopy revealed lead dislodgment. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.